Event description:
There was an incident in the e.d. During a trauma where they used one of the disposable scalpels and after the incision was made the tip of the blade was missing. They did an x-ray to locate the missing piece. The patient expired, not due to this.